Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed its investigation. The reported complaint was confirmed. The instrument's distal clevis was disassembled to inspect the conductor wire. It was found that the silicone potting around the conductor wire, where it connects to the hook base, was starting to wear out slightly. It appeared likely that conductive fluids seeped into the conductor wire-hook base weld location and started to cause arcing and thermal damage. It was not clear what caused the silicone potting to become compromised. This instrument's clevis was scanned by x-ray to further understand the failure mode using a non-destructive method. It was found that the conductor wire was broken at the base of the hook, likely due to excessive thermal damage during energy activation. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that potential arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy with bso (bilateral salpingo-oophorectomy) surgical procedure, the permanent cautery hook instrument started emitting smoking very early on when they started the procedure. The customer checked the cable and the settings on the valley triad with nothing unusual noted. The smoke was seen in the junction of the shaft and wrist of the instrument. The customer confirmed that no arcing was observed. The instrument was inspected prior to use. The cannula was inspected as well which passed the pin gage test. The issue was resolved by replacing the permanent cautery hook with another instrument. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the reported issue. The planned surgical procedure was completed.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.